Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/24/2020.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts to obtain the device have been made with no return to date. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. During use of the reservoir in the ward, a nurse found that the suction force was weak. Further details are not provided. There were no adverse consequences to the patient.